Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the left eye of a female patient due to blurred vision. There was also a report of a mechanical failure (details of the said mechanical failure were not provided). The lens was subsequently explanted requiring an incision enlargement of 0.25mm but no vitrectomy was performed. At explant the haptics of the lens were amputated, lens was bisected to center and cartwheeled out of the eye. There was no harm to the patient. No further information provided.

Manufacturer narrative:
Additional follow-up was received that clarified the initial report of a mechanical failure experienced was actually blurry vision. The intraocular lens was returned to the manufacturer for evaluation and was received damaged and incomplete, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. Due to the condition of the returned lens, further analysis was not possible. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the final inspection performed which includes cosmetic and optical inspection. The results show all cosmetic and optical inspections are within specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.